Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient claims she is allergic to cocr femoral head. Head revised to a universal biolox with v40 sleeve and liner exchanged on right hip.

Manufacturer narrative:
An event regarding allergy involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: neither the event could be confirmed nor the root cause could be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient claims she is allergic to cocr femoral head. Head revised to a universal biolox with v40 sleeve and liner exchanged on right hip.